Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she is in her way to the emergency room due to high blood glucose. Customer's blood glucose reading was over 600 mg/dl. Customer stated that her reservoir did not screw into her insulin pump causing the high blood glucose. Nothing further was reported.